Event description:
It was reported that during the procedure in the saphenous vein graft (svg) to the right coronary artery, a 4.0x38 rx zeta stent was deployed for treatment of stenosis. Staining was observed in the svg. A 3.5x28 vision stent was successfully deployed for treatment of the stenosis followed by deployment of two graftmaster stents for treatment of the perforation. The perforation was reported to be massive and the pericardium rapidly filled with blood. The patient was intubated per protocol and resuscitation efforts were initiated including a temporary pacemaker, pericardiocentesis and cardiopulmonary resuscitation. Per the family's request, surgery was not performed and the patient expired. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stents: rx zeta part 1009835-28, lot unk; vision stent. The jostent graftmaster (part 12746-16, lot 586059)and the rx zeta (part 1009835-28, lot unk) indicated are being filed under a separate medwatch MFR number. Death is a known adverse event listed in the graftmaster otw instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.